Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the tubing leaked between the reservoir and the tubing during infusion. Therapeutic apomorphine dilution 50 percent. There was patient involvement but unknown patient harm/adverse event.